Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on stapling of the stomach, the reinforcement strip shifted and jammed the stapler.the reload was fired but did not properly complete. The handle was replaced as a precaution. Another reload was fired adjacent to the original and the original was removed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The proximal and distal sutures on both the anvil and cartridge side were properly released. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. The test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach or misuse of the product. Additionally, the investigation detected a secondary condition of knife blade damage to the reload that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.